Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. A conclusive cause for the reported hemorrhage/blood loss/bleeding, low blood pressure/ hypotension and perforation of vessels, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effect of perforation is listed in the hi-torque guide wires instructions for use as a potential adverse event associated with use of this device. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to implant a cardiomems heart failure device in the pulmonary artery. A 300 cm ht steelcore 18 guide wire was advanced to the target anatomy. However, during implantation, a perforation occurred, causing bleeding and low blood pressure. The guide wire and cardiomems were removed. The patient was intubated, given medication, and hospitalized. There was no clinically significant delay in the procedure. No additional information was provided.